Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device was dropped onto a hard surface, resulting in a cracked touchscreen and loss of usability, and the device was no longer watertight and could not be navigated. Symptoms included no injury. Outcomes included a replacement being arranged and the user advised to shut down the device and consider alternative therapy backup given uncertain functionality. Investigation included a customer interview and assessment of use conditions. Investigation of this case revealed accidental damage to the touchscreen and associated loss of function. It was concluded that the event was due to physical damage unrelated to device malfunction.